Event description:
The customer reported that the v60 battery will not charge. The customer reported that the unit was not in use on patient. The customer contacted product support and customer has confirmed that the v60 ac indicator is on but the battery charging indicator is not flashing. Customer is reporting the v60 battery voltage is 9.5 volts. Product support advised customer the battery may not charge because the battery has been depleted. Product support recommended ordering and replacing the v60 battery. The customer is reporting the battery has been ordered but not yet installed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.